Manufacturer narrative:
Unknown scorpio size 9 tibial, unknown scorpio size 9 10mm insert, unknown scorpio size 9 10mm insert and unknown scorpio patella were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An evaluation of the device(s) cannot be performed as the device was retained by the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the implants were removed due to infection."